Manufacturer narrative:
On (B)(4) 2018 immucor technical support used a remote electronic connection method to review test records from the relevant run (batch 16482); camera images were optimal and aligned, the event log showed no errors during processing. An immucor service technician was dispatched to examine echo v2.0 instrument at customer site. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative screen results using capture-r ready-screen 3 on the echo v2.0 instrument.